Event description:
Reporter noted patient had corneal transplant, followed by pars plana vitrectomy with oil for retinal detachment. When coming off footswitch, infusion continued. Iris prolapsed, but resolved with pressure control. Examined the syringe and found the hole in top black rubber connected to the air infusion line was much smaller than it usually is, blocking venting effect. No effect on patient to date, but felt this could cause injury if it recurs.